Event description:
The facility stated that the surgeon attempted to implant aq2010v 3 piece silicone lens. The leading haptic crimped as it was being advanced in the cartridge prior to insertion into the eye. No patient contact or injury. It it is unknown what caused the haptic to be crimped. The facility was unable to provide the injector or cartridge model or lot numbers.